Event description:
The pt had a cardiac catheterization performed in 1998. An angio-seal device was used to seal the artery. Bypass surgery was performed in 1998. On or about may 1, 1998, the pt presented at the emergency room with complications. The pt expired on may 2, 1998.